Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Death is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a coronary procedure with implantation of a 2.25 x 15 mm xience prime stent in the posterior lateral branch. On (B)(6) 2014, (B)(6) 2014 and (B)(6) 2015, the patient was seen for follow up visits. Coronary angiography was performed and no in-stent restenosis was noted. The patient did not experience any anginal symptoms. On (B)(6) 2016, information was received, indicating that the patient had died. Cause of death was unknown. No additional information was provided.